Event description:
A year ago the longevity of the device was 8 years, but one month ago the battery displayed by the programmer was 9 months. We explained to the doctor that there is a field safety notice about that, but he has insisted on analyzing the pacemaker.